Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an enteral feeding tube placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the peg tube frayed and was difficult to pass through the incision site and they had to extend the incision. The procedure was completed with a new endovive standard peg kit push method.   There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.